Event description:
It was reported that "difficulties are being experienced when putting down a 14fr catheter to suction". There was no reported pt injury and/or change in therapy. The involved device has not been returned to the mfg facility for investigation as of the date on this report.